Event description:
Upon reassessment of the reported event, it was determined loosening mentioned in the complaint description was referencing the baseplate, not the stem. The baseplate will be reported under 0001822565-2023-01188.

Manufacturer narrative:
This follow-up report is being submitted to relay correction, additional information and device evaluation. Proposed annex g code: mechanical (g04) - stem. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: relative radiolucency of the glenoid suggests severe osteopenia. However, no definite fracture can be seen. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. Upon reassessment of the reported event, it was determined loosening mentioned in the complaint description was referencing the baseplate, not the stem. The baseplate will be reported under 0001822565-2023-01188. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Common device name: phx. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the hospital will not release the product. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Zimmer biomet will continue to monitor for trends. Associated products and reports; 0001822565-2023-00149 item#00436003600; lot#65356130, 0001822565-2023-00152 item#00434903603; lot#65352850. Other associated products: item#00436202000; lot#64390359n, item#47436108300; lot#56672638, item#0104223033; lot#3021582, item#0104223042; lot#3127010, item#47430906125; lot#65267726, item#47430904601; lot#65157507 and item#47430902501; lot#65553821.

Event description:
It was reported patient underwent a right shoulder revision approximately two (2) weeks post implantation due poor bone quality, dislocation, and fixation of implant. Attempts have been made and no further information has been provided.